Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). It is unknown what caused the vessel coverage. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for a rupture of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the deployment of a contralateral leg endoprosthesis, the left internal iliac artery was unintentionally covered for about 50%. Reportedly, the device was pushed up during the deployment, but it was not enough. It is unknown what caused the unintentionally vessel coverage. By total angiography, regarding the coverage of the left internal iliac artery, it was found that the blood flow decreased. Balloon touch-up for the distal part of the contralateral leg endoprosthesis was performed and push-up was attempted just above the bifurcation of internal and external iliac artery. No final angiography for confirmation was performed and the patient was to be monitored. The patient's outcome is unknown.